Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown finn femoral component. Unknown finn tibial tray. Unknown finn bearing. Unknown finn patella. Initial reporter: cottino, u., abdel, m. P., perry, k. I., mara, k. C., lewallen, d. G., & hanssen, a. D. (2017). Long-term results after total knee arthroplasty with contemporary rotating-hinge prostheses. Jbjs, 99(4), 324-330. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-09356, 0001825034-2017-10490, 0001825034-2017-10491, 0001825034-2017-10551.

Event description:
It was reported in a journal article that there were ten cases of decreased range of motion that occurred postoperatively. No additional patient consequences were reported.